Event description:
It was reported that during an unknown procedure, the surgeon experienced audible and tacticle feedback (crunching sound) upon firing across the vein on the third or fourth firing. The device cut, but the staples were not all the way formed. The surgeon clamped the vein to control the bleeding and then oversewed the staple line. The pt is fine.

Manufacturer narrative:
Date sent: 7/10/2008. Damaged articulation bands. The analysis showed that the device was received with the articulation mechanism damaged. The damage to the spring reload lockout is consistent with damage observed when trying to fire an empty reload. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload on the right and center articulated position; when fire the staples were malformed. The device was disassembled to verify the condition of the internal components and the right articulation band was found broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.